Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners during visual inspection. All buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on keypad traces. The pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Moisture damage was noted on lcd board. No moisture damage was noted on motor assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with injection. The mother stated that they jumped in the pool and the pump got wet. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.